Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Sku#: 7706 of the contour® plus test strips is only available in mexico; therefore, the UDI# is not applicable. The contour® plus test strips used with the contour® plus meter is similar to the contour® next test strips used with the contour® next meter available in the us market. Therefore, product code nbw and most recent 510 (k)#: k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from mexico reported that he obtained blood glucose readings of 26 mg/dl at 5:00 p.m., 128 mg/dl at 5:03 p.m. And 45 mg/dl at 5:09 p.m. With the contour® plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, an in-house testing was performed with the in-house contour® plus meter (serial # (B)(6)) and in-house contour® plus test strips (lot # 4lqhg01b) using blood spiked with glucose at 137 mg/dl and 66 mg/dl, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits. Additionally, the device history record was reviewed for the suspected contour® plus meter (serial # (B)(6)) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour® plus meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, an in-house testing was performed with the returned meter and in-house contour® plus test strips (lot # 4lqhg01b) using blood spiked with glucose at 136 mg/dl and 67 mg/dl, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits.